Manufacturer narrative:
Investigation report: abbott diagnostics (B)(4), inc. Performed review of the manufacturing records and quality control release testing for kit part number 195-000 / lot 132145 and device part number 195-430h / lot 130255a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 132145 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. Related MFR report numbers: 1221359-2022-01898 through 1221359-2022-01908.

Event description:
The customer reported eleven (11) false positive results with the binaxnow covid-19 ag card on multiple dates in (B)(6) 2021 on kitted nasal swabs. This report is for patient five (5) of eleven (11) and lot 132145 (total quantity 1). The patient was tested with the binaxnow covid-19 ag card on (B)(6) 2021 which generated a positive result. Confirmation pcr testing was performed the same day (platform:perkinelmer) on a nasal which generated a negative result. The patient was asymptomatic. No serious injury, medical intervention or treatment decisions occurred as a result.